Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.

Event description:
It was reported to our local partner in (B)(4) that there was a vns pt who came to a routine appointment on (B)(6) 2011 and the pt's mother reported that they were having behavior changes and accumulative seizures. Their device was interrogated and it was noted to have high impedance and a dcdc of 7. The pt's seizures were increasing in duration and type. Their seizures were above baseline and being attributed to their loss of therapy from their high impedance. There was no report of a fall or injury preceding event. X-rays were not rec'd for review. The pt went to surgery and a pin reinsertion in the operating room resolved their high impedance. Good faith attempts are underway to have to explanted generator returned for analysis.